Manufacturer narrative:
Additional information provided indicate the patient had moderate right coronary artery (rac) calcification. The patient is doing well. A follow up echo performed pod40 showed good valve performance with no aortic insufficiency present. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary, written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause for the balloon burst cannot be confirmed, however, it can was most likely be attributed to the delivery system balloon contact with the moderate rac calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Evaluation codes: FDA codes for section of this 3500a form are listed below; system updates pending: investigation is ongoing.

Event description:
As reported by the edwards european source 3 registry, during the transcarotid tavr procedure the delivery balloon burst. Upon removal of the delivery system and valve, the carotid artery was injured and had to be repaired surgically. A second sapien 3 valve was prepped and successfully implanted. Post deployment echo showed trivial pvl. The control echo at discharge showed a good working valve with no leak and a mean gradient of 8mmhg.